Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced occlusion on (B)(6) 2024. No further information was available.

Manufacturer narrative:
(B)(6).